Manufacturer narrative:
The manufacturer did not receive the devices as they are still implanted in the patient. The lot numbers were received and found to be conforming. A product failure cannot be confirmed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Should additional information become available an amended report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that his client received a durom acetabular component 62/56 v, left side, on (B)(6) 2008. Due to reasons unknown, the patient is currently being monitored.